Event description:
The customer's husband called customer service and reported that his wife's pump in style breast pump has low suction. He also reported that this wife has mastitis and was prescribed an antibiotics from her physician.

Manufacturer narrative:
On (B)(6) 2015, a medela clinician spoke with the customer's husband. The customer was not available to speak with the clinician. He did state that the customer was done with her antibiotics and was feeling better. They had received a replacement power cord but had not tried it yet. It cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. Reported issues of mastitis are under investigation in (B)(4). Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan and wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescriptions antibiotics to avoid profession to overwhelming sepsis.